Event description:
It was reported that the patient was seen in clinic for treadmill testing. The morphology change that led to the previous inappropriate shock therapy was unable to be recreated, however, an occasional noise marker was observed. Technical services (ts) discussed programming options. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in more than one episode resulting in delivery of inappropriate shock therapy. It was reported that the patient was exercising at the time of the episodes. It was noted that the patient had low amplitude r-wave measurements and elevated t-wave measurements. Technical services (ts) discussed troubleshooting and potential programming options for optimization. No adverse patient effects were reported. This product remains in service. It was reported that the patient was seen in clinic for treadmill testing. The morphology change that led to the previous inappropriate shock therapy was unable to be recreated, however, an occasional noise marker was observed. Technical services (ts) discussed programming options. This product remains in service. No adverse patient effects were reported. According to additional information, this patient received an additional inappropriate shock from this s-ICD system for t-wave oversensing. This occurred while programmed in the alternate vector. It was stated that x-rays will be taken. The shock impedance 101 ohms which was high but within normal range. This system was reprogrammed to the primary vector in clinic. No additional adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in more than one episode resulting in delivery of inappropriate shock therapy. It was reported that the patient was exercising at the time of the episodes. It was noted that the patient had low amplitude r-wave measurements and elevated t-wave measurements. Technical services (ts) discussed troubleshooting and potential programming options for optimization. No adverse patient effects were reported. This product remains in service. It was reported that the patient was seen in clinic for treadmill testing. The morphology change that led to the previous inappropriate shock therapy was unable to be recreated, however, an occasional noise marker was observed. Technical services (ts) discussed programming options. This product remains in service. No adverse patient effects were reported. According to additional information, this patient received an additional inappropriate shock from this s-ICD system for t-wave oversensing. This occurred while programmed in the alternate vector. It was stated that x-rays will be taken. The shock impedance 101 ohms which was high but within normal range. This system was reprogrammed to the primary vector in clinic. No additional adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in more than one episode resulting in delivery of inappropriate shock therapy. It was reported that the patient was exercising at the time of the episodes. It was noted that the patient had low amplitude r-wave measurements and elevated t-wave measurements. Technical services (ts) discussed troubleshooting and potential programming options for optimization. No adverse patient effects were reported. This product remains in service.